Event description:
It was reported that the power cord had exposed wires. The event occured during an on site inspection. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer field service technician replaced the power cord and returned the unit to service.